Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead was found to be fractured. The lead was capped and replaced on (B)(6) 2019 during device change-out procedure. No information related to patient condition was provided.